Manufacturer narrative:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient had a pericardial effusion at the end of the procedure, which was verified by the ice (intra-cardiac echocardiogram). During the procedure, the patient's blood pressure dropped and the ultrasound confirmed the patient had pericardial effusion. The patient was stable. The patient had a pericardiocentesis and 600 ml of fluid was removed from the patient. The case was aborted. The patient was stable and they stayed in the intensive care unit. They were using a pentaray catheter , thermocool® smart touch® sf bi-directional navigation catheter, 8 french soundstar, catheter and a decanav (f curve) catheter. The physician felt the effusion could have occurred during transseptal access. The caller mentioned to the physician there may have been a steam pop as there was a lesion that showed an impedance rise. This adverse event was discovered during use of biosense webster products. Intervention was provided was a pericardial access and drain. Patient outcome of the adverse event was that the patient fully recovered. Patient was an inpatient already in the intensive care unit where they went back to. The device evaluation was completed on 15-oct-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster, inc.¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The lot number was retrieved during the biosense webster, inc. Analysis. Therefore, fields d4. Lot, d4. Expiration date and h4. Device manufacture date were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the carto 3 system displayed a 20 pole a catheter sensor error (number unknown) when the pentaray catheter was plugged into the patient interface unit. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. In addition, the patient had a pericardial effusion at the end of the procedure, which was verified by the ice (intra-cardiac echocardiogram). During the procedure, the patient's blood pressure dropped and the ultrasound confirmed the patient had pericardial effusion. The patient was stable. The patient had a pericardiocentesis and 600 ml of fluid was removed from the patient. The case was aborted. The patient was stable and they stayed in the intensive care unit. They were using a pentaray catheter , thermocool® smart touch® sf bi-directional navigation catheter, 8 french soundstar, catheter and a decanav (f curve) catheter. The physician felt the effusion could have occurred during transseptal access. The caller mentioned to the physician there may have been a steam pop as there was a lesion that showed an impedance rise. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it probably occurred during transseptal, not due to product malfunction. Intervention was provided was a pericardial access and drain. Patient outcome of the adverse event was that the patient fully recovered. Patient was an inpatient already in the intensive care unit where they went back to. Generator information was a smartablate. A transseptal puncture was performed with a brk 1 needle. Prior to noting the cardiac tamponade, ablation was performed. There was possible evidence of a steam pop, we had an impedance spike at the end of the last lesion. The event occurred during the ablation phase. Irrigated catheter flow setting was set for smarttouch sf. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability: surpoint settings. No additional filter was used with the visitag. Generator was set to temperature control mode. The magnetic sensor issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Since there was no evidence that the impedance cut-off value was exceeded, the impedance spike was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).